Event description:
Customer reporting that they continually test sars positive using this kit while negative using other rapid antigen tests and pcr. Customer estimates 10 false positive results. Report 8 of 10.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.